Manufacturer narrative:
Evaluation summary: the absolute device was returned with multiple, severe kinks protruding deep into the inner braided member and chatter marks clearly visible on the shaft for over 15cm. Any one of the kinks (including multiple mini kinks) could have affected the retraction of the retractable sheath which would be felt at the thumbwheel. A .014" guide wire was used in this case. The label and instructions for use (IFU) instruct the user to use a .035" guide wire. Using the incorrect guide wire can result in kinks and chatter marks. The major kink and chatter marks are the result of mechanical damage, which restricted the thumb wheel movement. The root cause for the mechanical damage is unk; however, it is believed to be related to the use of the .014" guide wire. Resistance in thumbwheel movement, preventing stent deployment, can be replicated when the absolute shaft is kinked. Chatter marks are an indication that the catheter was used in a tight radius (significant tortuosity). In addition, the catheter was returned with the stent stretched and mangled and the struts inverted and severely damaged, resulting in being separated into four pieces. This type of mechanical damage is due to a tensile overload. A conclusive root cause for the stent damage and the stent separation could not be determined; however, it does not appear to be related to a stent delivery system quality issue. Review of the device lot history record found no non-conforming materials reports associated with this lot.

Event description:
Device malfunction: partial deployment, stent detachment. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that a stent partially deployed in the superficial femoral artery. The stent was advanced over the iliac bifurcation to the target lesion, over a .014 guidewire. Reportedly, the thumbwheel did not completely retract and the stent partially deployed at the target site. The stent delivery system (sds) and sheath were removed as one unit and a non-abbott stent was implanted. There was no adverse pt sequela. When the device was inspected later, it was noted that the sds shaft was kinked and the distal end of the stent was detached in the destination sheath. It's not known when the shaft kink or stent detachment occurred. Reportedly, no known pieces were left in the pt's body. Though requested, no add'l info was available.